Event description:
It was reported that while a biomedical engineer was bench checking an external pulse generator (epg), the pace and sense lights were found to be on steady. The biomed tested the 9v battery which was tested at 6v. The biomed changed the battery and that corrected the problem. The epg was put back in service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).